Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va19c6j, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va19c6j, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding their implantable neurostimulator (ins). It was reported that the patient had a lead revision. The lead was revised because patient was not having the therapeutic effect they had in their trial, and wanted to try to get better benefit with another lead placement. No further complications were reported.